Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Additional contact information: (B)(6) (B)(6). (B)(6). Regulatory affairs / quality assurance manager (B)(6). Telephone number - (B)(6). Email - (B)(6).

Event description:
The event involved a 7" (18cm) appx 0.67ml ext set w/remv microclave® clear, clamp, rotating luer. The customer reported that the registered nurse established intra venous (IV) infusion, then connected saline lock with blood collection device on end of saline lock. As the nurse started to draw blood into vacutainer the cap of saline lock blew off and blood sprayed in the face of the registered nurse. The blood directly sprayed into left eye and on the left side of the nurse face. The patient was not harmed. The IV site cleaned up and secured impact of incident. There was patient involvement but no harm was reported as a consequence of this event.